Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that while performing registration, they initialized tracer and saw points on the 3d model. They then went to continue the tracer pattern on the patient and saw the tracer dots appearing below the 3d model. The surgeon decided to use another navigation system to finished the case. This occurred intra/peri-operatively with 5 minutes delay to surgical time. There was no reported impact on patient outcome.